Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical alarm. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The device failed the pre-use check (puc). Our field service engineer (fse) investigate the device on site and could not reproduce the reported error; however, by analyzing the logs, our fse found multiple technical alarms related to expiratory flow meter. The fse replaced the expiratory channel printed circuit board (pcb) and both pressure transducer pcbs to resolve the issue. The device passed all performance and safety tests according to factory specifications and was returned to customer. The defective parts were returned for investigation to the manufacturer. The provided logs show a technical error related to expiration flow meter expiratory cassette thermistor error. Visual inspection of the returned parts revealed no abnormalities. All the parts were placed into a reference ventilator for simulated use testing, where they passed multiple puc's. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several puc's were conducted, all of which passed. The expiratory channel pcb is part of subsystem breathing; the main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. The expiratory channel contains electronics including microprocessor for handling of: expiratory flow measurement performed by the flowmeter inside the cassette; all electronic connections to and from the cassette. Measurement of inspiratory and expiratory pressure via pressure transducer boards the reported issue could not be reproduced at the manufacturer site; therefore, a definite root cause cannot be established.